Manufacturer narrative:
On 05-nov-2015 a wheelchair was shipped to (B)(4). There have been no malfunctions reported to motion concepts on this seating system since nov 2015. On the report, it is noted that the end user was hit by a car. Therefore, we believe this incident was not caused by a malfunction of the seating system. However, an injury might be involved in this incident so we consider it as a reportable.

Event description:
On (B)(4) 2017, motion concepts was notified by (B)(4) (motion concepts importer) that one of their dealer ((B)(4)) was notified about an incident about md being hit by a car in her wheelchair about two weeks ago. Fortunately, it does not sound she was injured. She was taken to the hospital but not admitted. Not treatment given. Technician was sent to customer's house by the va to evaluate her chair after she was hit by a car. Everything is functional. He said there are a few scratches on the toggle switch and the mounting for it may be a little bent, but not noticeable. Situation was a hit and run. Customer is (B)(6) y/o female and cannot remember when it happened or how it happened, except that she was crossing the street.